Event description:
It was reported to boston scientific corporation in early 2009 that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure three weeks prior. According to the complainant, during unpacking of the device for the procedure, it was noted that the heat exchanger cartridge was wet, the hose had water and the package was open. The prolieve thermodilatation kit package and heat exchanger box were intact. The physician successfully completed the procedure with another prolieve thermodilatation kit. There were no complications and the patient's condition was reported as "fine."

Manufacturer narrative:
The lot number (614811) provided by the end user could not be confirmed therefore, the device manufacture date and expiration date cannot be determined. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.